Event description:
Medtronic received information from the journal of catheterization and cardiovascular intervention on a case report that three months post implant of this transcatheter bioprosthetic valve, the patient developed an exercise-induced myocardial infarction (mi). It was reported that directly after implant the patient had multiple post-dilations due to a presence of a gradient which decreased to 15 mmhg after dilations. No further interventions were done and the patient was then discharged home. Per the case report, three months following implant, palpitations, diaphoresis, and chest pain occurred while the patient was running on a treadmill. The patient then presented to the hospital one day following with hypotension, decreased perfusion, and wide complex tachycardia in which the patient required cardioversion. Lab tests confirmed that a myocardial infarction (mi) occurred. An echocardiogram showed left ventricular dysfunction and an electrocardiogram (ECG) revealed cardiac rhythm changes. An aortography was performed during cardiac catheterization, revealing close proximity of the right coronary artery (rca) to the implanted valve. A non-selective rca injection suggested ostial rca dissection. The decision was then made to explant the valve, replace the right ventricular outflow tract (rvot) conduit, and re-implant the rca to the native aorta. It is unknown when and if the explant took place. No other adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned, therefore, no product analysis can be performed. Attempts to obtain device and additional information have been unsuccessful. A supplemental report will be filed if additional information is received. (B)(4). Citation title: coronary artery compression three months after transcatheter pulmonary valve implantation authors: dehghani p, kraushaar g, taylor d source: catheterization and cardiovascular interventions, 2014 aug 12. Doi: 10.1002/ccd.25628. [Epub ahead of print].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.